Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was the connection issue noticed before activating the reservoir? Was the reservoir used in the patient? Did the reservoir function properly upon first activation? If yes, how long after the first activation happened did the issue occurred? Please verify if the connection was loose between the adapter and reservoir, or the drain and the adapter? Was the reservoir used with the adapter included with the corresponding blake drain? Was another reservoir used to correct the situation? H3 evaluation: complaint sample review: one complaint sample of reservoir bulb having partial connection port, was received for evaluation, product was inspected visually and found that connection port of the bulb was separated from the last step, and there were significant cut marks visible on the separation surface. Documents review: during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review: no negative observation was found. Review of defective sample's image / video: not applicable, as there was no complaint sample image / video received for evaluation. It is suspected that, connection port of the bulb might have come in contact with some pinned / sharp tool used prior / during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6)2024 and a reservoir was used. The failure is presented when fitting the connection, connector with breakage additional information has been requested. Upon receipt and analysis, observed cuts on the connector.